Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer's blood glucose (bg) level was 500+ mg/dl with trace ketones. Reportedly, the customer administered a manual injection to address bg level.